Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. During svc tip and bearings damaged were also noted. If additional info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that svc was required for the device. During svc cannot insert cutter was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional info provided.